Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial and femoral arteries. The non-totally occluded, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 24 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noticed that stent struts were crimped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first distal stent strut was lifted slightly. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial and femoral arteries. The non-totally occluded, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 24 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noticed that stent struts were crimped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.